Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements, so alerts were generated. Technical services (ts) was consulted and discussed stored data, with possible root causes been a spring contract issue or a lead fracture. Ts discussed troubleshooting options. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).